Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger enclosure needed to be replaced. Following replacement, the system software was installed, and the imaging system passed the system checkout and was found to be fully functional. The charger enclosure was returned to the manufacturer for analysis. Analysis confirmed the reported issue and found all nodes were not functional. All charger cards were not charging the batteries. Noted cooling fans were not functional causing charger enclosure to warm up and no power to ias computer. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while a manufacturer representative was upgrading the system¿s software, the image acquisition system (ias) lost power. This issue was noted outside of a procedure, and there was no patient involvement.